Manufacturer narrative:
The repair center replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen response was "poor". It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen response was "poor". It was stated that the touchscreen response was "poor" at the standby portion of the touchscreen. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).